Event description:
It was reported that during a ptca/stent procedure of an acute myocardial infarction patient (contrary to IFU), the stent was advanced across the lesion in the proximal left anterior descending. Upon inflation of the stent delivery system (sds), it was noted that the balloon inflated abnormally. The stent was successfully deployed at the lesion. An attempt to deflate the balloon was unsuccessful and the pt's blood pressure dropped, but was recovered without medical intervention. The sds and guiding catheter were removed as a unit and the procedure was completed. Reportedly, the pt is fine.